Manufacturer narrative:
Additional information (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the ipg had reached true end of life(eol) which was confirmed by the manufacturer representative who had connected to the patient's ipg.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message. It is unknown if the message triggered early or not. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.